Event description:
It was reported that a babylog 8000 displayed error codes during ventilation. The user informed drager about the death of the pt being ventilated during device malfunction.

Manufacturer narrative:
The displayed error codes of the device point to a problem with the pcb cpu. This pcb was requested for investigation. The investigation results will be reported in the follow-up report.